Event description:
It was reported that during a rotational atherectomy procedure, the tip of the wire fractured during ablation. The physician was able to retrieve teh tip of the wire from the patient. Patient status is listed as "okay".